Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Fiducials markers were administered transperineally and the procedure was performed under general anesthesia. On the computed tomography scan, the physician identified a rectal wall infiltration. There were no patient complications reported as a result of this event. Brachytherapy was given to the patient.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.